Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8590-1, lot# n292474, implanted: 2011 (B)(6); product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing.

Event description:
It was reported there were volume discrepancies. The first discrepancy was on 2015 (B)(6), the expected volume reservoir (erv) was 6ml and the actual residual volume (arv) was 3.5ml. On 2015 (B)(6) the erv was 4.5ml and the arv was 3ml. It was noted the pump was located in the in the left lower abdominal quadrant. There was no clinical or patient issues reported. It was reported that the patient was doing fine and used their personal therapy manager (ptm). The patient was very compliant. Additional information received reported that the patient was to be monitored for symptom and pump function at future refills. It was noted that the patient was very tolerant of the medication. It was unknown if the patient was taking any other medication at the time of the event. There were still no symptoms associated with the event. The patient was receiving effective pain relief. The pump was subsequently explanted. The pump was used to deliver hydromorphone, bupivacaine, and fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.